Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was delivering too much insulin or sometimes it was not delivering any. The insulin pump alarmed no delivery. The customer's blood glucose level was 435 mg/dl. She treated her blood glucose level with a 5.4 bolus. The customer reverted to shots. Her blood glucose level dropped to 76 mg/dl. She treated her blood glucose level with orange juice. The customer's current blood glucose level was 419 mg/dl. The customer was off the insulin pump since friday and treated her blood glucose level with shots. The device was not returned.